Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had black material attached to the hole of the distal end. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Corrected field: d4 additional information: d8, h3, h6, and h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, the root cause for the presence of the foreign material in the subject device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Corrected field: h6 (medical device problem code).